Event description:
Complainant alleged that while attempting to defibrillate a 54-year-old female patient, the device failed for high impedance and did not detect electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The clinical file was reviewed and the device delivered appropriate results for the analyses performed. The device passed the final test and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 54-year-old female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Additionally, after the rescue attempt the device failed for high impedance and did not detect the electrode pads. Complainant indicated that the patient subsequently expired.